Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, low sensing threshold was noted on the device. Diagnostic imaging was performed and confirmed the right ventricular (rv) lead became straightened, therefore, the physician suspects dislodgement of the rv lead to be the cause of the event. The device was reprogrammed to resolve the event. The patient was stable.